Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the electrode was displaced. It was dislodged. A new device was used to complete the procedure. There was no patient impact. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.